Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens+ (lal+, sn (B)(6), +17.0) on (B)(6) 2023. Postoperatively, the patient did not complete the required lock-in treatments. On (B)(6) 2025, the patient informed the site that the lal+ was previously explanted at a different surgery center due to dissatisfaction with vision.